Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the maestro duraguard was found to overheat. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure. Upon receipt it was found that during equipment testing conducted by a manufacturer service technician, the maestro duraguard was found to have a bent foot. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The events of the device overheating and having a bent foot were confirmed during evaluation. The device was found to have a lack of lubrication in the bearings which is known to cause the device to overheat. Excessive side load was identified as a potential cause of the bent foot. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.